Event description:
It was reported that non sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). No interventions were planned at this time. The patient was stable.

Event description:
New information received notes a re-occurrence of non-sustained overs sensing due to post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). No intervention was planned. The patient was stable.